Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 590 mg/dl while wearing the pod for longer than 48 hours. The patient reports having nausea. Once at the hospital the patient had a chest x-ray administered. The patient was treated with intravenous fluids as well as 8 units of insulin. The patient was discharged from the hospital after 5 hours.